Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the patient that the pacemaker began to miss beats. The patient got different perspectives about whether the source of the issue was the heart or the pacemaker. The patient had questions about function and sought clarification. The patient also complained of being light headed when standing up slowly. The device remains in use. No further patient complications have been reported as a result of this event.